Event description:
It was reported that a file separated in the canal during a procedure. The patient is scheduled for follow-up treatment, though outcome of this event is not known as of this report.